Event description:
The customer reported that the system displayed a general disk failure error message and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found the problem, but the customer did not approve repair as the system is at end of life. The system was taken out of service by the customer. No further repair information is available.